Event description:
According to the reporter, during laparoscopic rectal surgery, when the stapler was removed after anastomosis, the staple was not in b shape but in u shape. The anvil was also noted to be bent. Re-anastomosis was performed to resolve the issue. The event led to surgical time extension by 30 minutes or more.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic rectal surgery, when the stapler was removed after anastomosis, the staple was not in b shape but in u shape. The anvil was also noted to be bent. Re-anastomosis was performed to resolve the issue. The event led to surgical time extension by 30 minutes or more.